Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported failure to achieve hemostasis could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a proglide device was attempted in a calcified vessel via 7f sheath after an interventional chronic occlusion procedure. Reportedly, the device was used per the instructions for use; however, it did not achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided. No additional information was provided. Estimated date of procedure (B)(6) 2021.